Event description:
Wife contacted educator to ask if she knew anyone that needed a pump. Husband passed away in 2006 in the hospital from other medical conditions. Wife said that he passed in his sleep in the hospital. Educator informed her that the external insulin pump needed to be returned to the company for review. The pump was also on a rental purchase under medicare. Wife gave educator the pump and the educator notified the company of incident. Pump will be shipped to company for review and educator filed this report with FDA.